Event description:
During a routine device exchange procedure, it was noted the atrial lead was unable to be disconnected from the device header. It was suspected there was an issue with the device header, no issue was suspected with the atrial lead. The atrial lead was capped and not replaced. Replacement of the atrial lead is not anticipated. A new device was implanted. The patient was stable.

Manufacturer narrative:
The reported event of unable to disconnect the atrial lead was confirmed. Analysis revealed that calcified blood was filling the inset of the atrial setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with without engaging the setscrew. The inset was totally stripped by the user therefore the setscrew could not be untightened. Special tools were used to untighten the setscrew during lab analysis to remove the stuck a-lead from the connector. The blood came through holes punched through the septum by the torque wrench at time of implant.